Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. Also on (B)(4)2010, the patient had a device implanted in the tricuspid position and a device explanted at implant from the mitral position; (B)(4). The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/05/2010 and 08/12/2010); however, no additional information was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.